Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that there were minimal signs of clinical usage and no non-conformities. A precautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test during several device actuations. Based upon the functional test, the reported failure "device would not cauterize" is not confirmed. A lot history record review was performed and there was no nonconformance that could have caused the reported failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 would not cauterize at the beginning of the procedure. The cord was changed and the same problem occurred. The hemopro kit was then changed to complete the procedure. There were no pt effects. The product was returned.